Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on anterior side assessed as unidentified (tear) opening (shell thickness within specification) and two openings on posterior side assessed as surgical damage. Additional observations: ¿ crease is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Device was explanted

Event description:
Healthcare professional additionally reported capsular contracture baker grade I.

Event description:
Healthcare professional reported left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.